Event description:
It was reported that multiple electrograms showed noise on the right atrial (ra) lead, which was reproducible with isometrics. The lead was capped and replaced. It was also reported that during implant of the left ventricular (lv) lead there was phrenic nerve/diaphragmatic stimulation and it was not possible to achieve acceptable thresholds in the middle cardiac vein, which was the only anatomical choice. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.